Manufacturer narrative:
(B)(4). Title: wen-ping wang, long-qi chen, han-lu zhang, yu-shang yang, song-lin he, yong yuan yun wang, 2018, modified intrathoracic esoph agogastrostomy with minimally invasive robot-assisted ivor-lewis esophagectomy for cancer source: dig surg 2019;36:218¿225. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2015 and june 2018, 31 patients underwent robot-assisted minimally invasive ivor-lewis esophagectomy for cancer. Intrathoracic anastomosis with robot-assisted ivor-lewis esophagectomy (raile) included hand-sewn and circular stapler methods. Two patients (6.5%) had postoperative anastomotic leak. No postoperative reoperation was needed and there was no mortality. Additionally, six patients (19.4%) had anastomotic stricture and 2 patients needed endoscopic dilation. One patient affected by comorbid hypohemia with preoperative hemoglobin value 85 g/l due to a hemorrhage at the tumor site; blood transfusion was performed for this patient during the surgery.